Event description:
It was reported to philips that the system could not boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting identified that the m cabinet had no power supply. The hospital's electrician investigated the issue and resolved the issue of no power supply coming from the distribution cabinet. The fse performed functional checks on the system. After the power distribution was fixed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.